Event description:
Caller reported a malfunction on the pump, specifically identified with malfunction code 9. The issue's impact on the customer's blood glucose level was unknown as the caller declined to answer whether their blood glucose exceeded 500 mg/dl. Technical support provided assistance by offering information to reset the pump. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. Customer was advised to call back if the issue reappears, and they acknowledged the instructions.